Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: we have received 3 samples for the investigation of this complaint. Preliminary analysis: stock review: the review of the available units was made and it was identified that to the date we do not have units in stock of this product code and batch number. Quantity produced: (B)(4) units of this product code and batch number were imported. Distributed quantity: the traceability of the product was verified and it was identified that all the units were sold to three customers located in cities such as (B)(6); likewise, exports were made to (B)(6) and (B)(6). Background: it was checked the product background and it was identified that we have not received any additional complaints related to this cause and product code/batch. Batch record / batch record: a review of the documentation corresponding to the manufacture of the batch was made, in which the controls in process and finished product were verified. No deviations or alterations were identified during the process. Analysis of the samples: the three samples received were visually checked, evidencing that all of them was empty because the leakage of conditioning solution through different parts of the packaging. Our production process through the CAPA (B)(4), already managed the defect leakage of conditioning solution. The manufacturing date of the batch involved is prior to the implementation of the CAPA. As corrective measure, the affected units will be replaced. Conclusions: according to the investigation, the complaint has been determined as confirmed, since the received sutures does not meet our specifications.

Event description:
Country of complaint: colombia. It was reported that there was leakage from the pouch.